Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient went to the healthcare provider the other day to ask about the issues they were having, and they wanted to turn the implant off. It was reviewed how to do so. On a second call, the patient indicated wanting to turn the stimulation off. The patient was able to turn stimulation off on the call. On a third call, the patient again requested assistance turning stimulation off. The patient was advised to sync to the ins on the call but were unable to because they continued to encounter poor communication. Potential reasons for poor communication were reviewed including the previously reported ins position issues and the patient was redirected to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins is moving in the patient's body. The patient stated when she sits, the ins raises "up on my hip." The patient said she can take her hand and move the ins around and she can feel a click. The patient tried called the healthcare professional office and the number is disconnected. The patient said she will follow up with the healthcare professional office. No further patient complications are anticipated or expected as a result of this event.